Manufacturer narrative:
Additional information was received that the lead tail nor splitter were bent in any way. The patient was no longer getting relief in his left foot. Malfunction of the splitter and lead tail was suspected by the physician. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's splitter tail went bad. The patient underwent a lead revision procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's splitter tail went bad. The patient underwent a lead revision procedure. The patient was reportedly doing well postoperatively.